Event description:
Screw tip was bent and could not be inserted.

Manufacturer narrative:
The macroscopic and microscopic examination revealed that the screw tip was deformed due to inserting the screw. Furthermore the deformations at the thread result from medical instruments. Indication for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue.